Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got a motor error alarm and their blood glucose levels went from 400 mg/dl to 39 mg/dl. The customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had previous motor error alarms but was able to clear them as well as the recent alarm. The customer had a high of 444 mg/dl on the morning of the call, and got a bad battery and low reservoir alarms. The insulin pump will not be returned for analysis.